Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer refused to speak with 24 hour helpline. E-mail from start right department states that customer insulin pump was not pulling enough insulin during priming, cracked insulin pump, and condensation inside screen. No further information provided.